Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) was repositioned due to discomfort. A reference s-ECG was attempted prior to induction but could not be captured. Muscle recruitment was observed each time, but only for 1-2 seconds after which it timed out. A new programmer was utilized, and a reference s-ECG was captured on the first attempt. The caller consulted and discussed with technical services the possible reasons for the clinical observations. The device remains in service and no additional adverse patient effects were reported.